Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances. The physician replaced the lead and the patient is receiving adequate therapy.

Manufacturer narrative:
The complaint has been confirmed. Visual and photographic imaging of the lead revealed that five of the cables were completely broken at the bent/kinked location of the lead. It appears to be a result of fatigue. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances. The physician replaced the lead and the patient is receiving adequate therapy.